Event description:
The customer provided the following additional information: there were no chemo infusions used for any of the devices. All preventative maintenance was completed in april 2024. There was no adverse event.

Manufacturer narrative:
The customer¿s complaint of 'the device powering off during infusion while connected to ac power' was not confirmed. Plugged the device into ac power. The ac power led light illuminated when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time (B)(6) 2024 @ 4:00 pm. Protocol stop time (B)(6)2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Updated on 10/04/2024. Battery recharge start time. On (B)(6) 2024 @ 2:00 pm. Battery recharge stop time (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 5:40 am total run time of 5 hours and 50 minutes. Device than alarmed with depleted battery n252 on (B)(6) 2024 @ 5:41 am total run time of 5 hours and 51 minutes. Device failed the battery operational checkout. Replaced the battery and recharged the battery for a minimum of 8 hours. Device passed the battery operational checkout after replacing the battery. Probable cause is incorrect battery installed. Updated on 11/19/2024: during inspection, found the cassette door to be damaged. Verified discrepancy through visual inspection. Replaced the cassette door. Probable cause is physical damage consistent with normal wear and tear. Engineering reviewed the pump's diagnostic logs and found no indications of anomalous pump shutdowns (e.g. No dirty bit/shutdown failure diagnostics) since aug 03. Engineering evaluated that the pump was delivering accurately and did not shut down during infusion on the reported dates. The complaint was not confirmed. Additional information can be found in b5.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was unknown patient involvement, but no adverse event was reported.